Event description:
Boston scientific received information that oversensed noise was exhibited on the right atrial (ra) channel of this patient device. An unknown impedance change in bipolar mode was also observed. The physician believed these issues to be attributed to a ra lead fracture or insulation problem however this has not been conclusively determined at this time. The patient¿s device was reprogrammed and it continues to remain implanted and in service. No adverse patient effects were reported.

Event description:
Additional information provided from the field revealed that none of the impedance measurements were out of range and there was no pacing inhibition or asystole experienced by the patient. A revision procedure was performed and the device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was later explanted with no further allegation relating to this event being made against it and was returned back to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.